Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) safety disk had errors. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10 it was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) showed safety disk error. No patient involvement. A getinge field service engineer (fse) stated that pump displayed safety disk maintenance message. Safety disk was replaced on 3/27/24 by getinge rep and the maintenance counter was accidentally not reset. No failure of the pump as a result of this message. This is just a maintenance reminder message. Fse called customer and had hospital biomed reset the safety disk replacement date on the pump. No on site service visit was performed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).